Manufacturer narrative:
3025141-2020-00016 follow up 1: head; 3025141-2020-00018 follow up 1: stem.

Event description:
Patient received an arh slide loc roadial head replacement in (B)(6) of 2017. Patient presented with increased pain recently. X-ray showed the device to dissociated. It was revised in a second surgery on "(B)(6) 220" to an arh solutions 2 replacement system.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00016: head, 3025141-2020-00018: stem.

Event description:
Patient received a arh slide loc radial head replacement system about 2 year ago. Patient presented with increased pain. X-ray showed the device to be dissociated. It will be revised in a second surgery on (B)(6) 2020.